Event description:
It was reported that arteriotomy of the right common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, the suture broke. Two additional proglide devices were used and a cuff miss occurred with each. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained and is in the process of being retrained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that a suture break occurred, however, the analysis of the returned device found a cuff miss. A cuff miss could appear as a suture break to the user. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices referenced being filed under separate medwatch MFR numbers.